Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibited moderate char; the glass cap exhibited moderate devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that at 18,500 joules of use while using the side-firing surgical fiber, "bubbles were reported to be obscuring the physicians vision; the fiber was removed from the scope, wiped with saline and gauze, then reinserted into the scope/patient". Upon continuing the procedure, the fiber was observed to be forward-firing. Time expended: 15 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. There was "no injury to the patient injury reported".